Event description:
It was reported that during a procedure, the physician felt deflection mechanism snap at the handle. Fluoro image showed that it was stuck in the fully deflected position. The physician managed to pull catheter back into sl1 sheath without causing any adverse event for the patient. The catheter and sheath were replaced and the procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4).